Event description:
Poor vision: an ophthalmic technician reported a surgeon had five pts with unexpected postoperative outcomes. The surgeon reported he had five pts whose visual acuity was 20/40 on their first postoperative day. Pt records were requested, but the surgeon did not wish to share them. The surgeon reported he did not know if there was any common theme for these 5 cases, such as magnitude or sphere or cylinder or their combination. The surgeon indicated he does not consider these pts to be harmed or injured. He felt that one day postops are not a good gauge of their final outcomes.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager tested the laser system and found no problems. A successful system verification was performed and found the system to be operating within specifications. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because the surgeon declined to provide any pt specific info, including pt records. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the unexpected outcomes. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).